Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 1.11 2, 1.12 1, 1.13 4, 1.14 3, 1.17 2, 1.18 3, 1.3 2, 1.4 4, 1.5 1, 1.6 3, 1.8 1, 2.1 10, 2.2 10, 3 11 were failed in the station. A field service engineer replaced the control board and tested the unit in both hardware test application (hta) and the application, drawer 2.1 was experiencing intermittent failures; upon inspection, found the retractor cable was damaged and replaced it. Retested in hardware test application (hta) and the application, and the drawer functioned correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station stmhorpa08 multiple drawers 1.11 2, 1.12 1, 1.13 4, 1.14 3, 1.17 2, 1.18 3, 1.3 2, 1.4 4, 1.5 1, 1.6 3, 1.8 1, 2.1 10, 2.2 10, 3 11 were failed. Customer stated that 57 storage space recovered over the last 90 days, and proper machine functionality was required to ensure patient care in the or. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.